Event description:
The device was used during an unknown laporascopic procedure. It was reported by the affiliate that the "staples" were delivered whenever they wanted to be." Add'l info received on 2/20/97. It was clarified that the procedure was a laparoscopic colectomy. It was clarified that the device misfired, the surgeon looked for staples in the pt.

Manufacturer narrative:
H6; code 100: insufficient cartridge tube crimp. Visual inspections and results: head rotates: yes; nose shroud cracked/broken: no; staples in nose: yes (3 unformed); staples in the track: yes; trigger engaged with precock: yes. Functional tests and results: cycled instrument: no. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument's "staples were delivered whenever they wanted to be" during surgery may have been due to an excessive cartridge weld and an improperly assmbled ejector. The instrument was received with a yielded cartridge tube crimp and with 3 unformed staples jammed and stacked on top of one another. No functional testing could be performed due to a yielded cartridge tube crimp. The cartridge and tube were disassembled and the tube crimp was found to be insufficient, there was excessive u.v. Adhesive on top of the ejector post, and cartridge weld was observed to be excessive. The above mentioned issues were due to assembly errors. The cartridge contained 7 staples total. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.